Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a uhr bipolar 26x55mm was reported. The event was confirmed. Medical records received and evaluation: insufficient medical records were provided for review. The clinician was able to confirm the reported event. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, operative reports, and revision findings are needed to complete the investigation for determining the root cause.

Event description:
It was reported that the patient had a bipolar hip implanted approximately 2 weeks ago. He suffered a fall at the hospital and sustained a dislocation. Dr. Performed a closed reduction. The patient was back in his hospital room and sustained another fall which resulted in another dislocation. Dr. Performed another closed reduction. The surgeon decided after two dislocations that the patient would be more stable with a total hip arthroplasty so the surgeon converted to a tka.

Event description:
It was reported that the patient had a bipolar hip implanted approximately 2 weeks ago. He suffered a fall at the hospital and sustained a dislocation. Dr. Performed a closed reduction. The patient was back in his hospital room and sustained another fall which resulted in another dislocation. Dr. Performed another closed reduction. The surgeon decided after two dislocations that the patient would be more stable with a total hip arthroplasty so the surgeon converted to a tka.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown bipolar component. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.